Manufacturer narrative:
(B)(4).

Event description:
The complaint states that signal loss occurred. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined.

Event description:
It was reported that signal loss occurred. Performance data was reviewed. The allegation was confirmed due to the finding of signal loss over an hour within the investigation window. The probable cause could not be determined. No injury or medical intervention was reported. Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).